Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
While placing an IV on a difficult stick, the patient had already been poked multiple times, the blue catheter of the 22g IV that was successfully placed seems to be faulty- hole in the catheter. The hep lock was changed 3 times hoping it was that or the connection, but can hear the air flow out of the hole of the catheter. Resulted in further pokes for this poor patient.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382523 and lot number 5197336. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No new information.